Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation waws unable to determine a probable cause.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.h3: device has not been returned to manufacturer.

Event description:
It was reported that the patient called for error code 1870 and buttons were not responding when pressed. Per reporter, troubleshooting was unsuccessful. Event occurred while in use with patient at home. No patient harm/adverse event reported.